Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ crease/folding of implant: not observed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported right side rupture and "irregular infolding". The device remans implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported ''I have found out from a recently ultrasound that my right breast implant has ruptured." "On the right side, there are features in keeping with implant rupture. There is irregular infolding of the implant margin particularly posteriorly. There is snow storm echogenicity content just deep to the fibrous capsule at the superomedial margin of the implant" patient later reported ¿there is irregular infolding of the implant margin particularly posteriorly¿ this is for the right side device. The device remains implanted.